Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was experiencing high blood glucose. Customer stated that her blood glucose had been on the 300 mg/dl for the past 6 or 7 hours and it kept rising. Current blood glucose was 412 mg/dl. Customer was feeling fatigued and had muscle cramps. The drive support cap is recessed. Customer stated that the settings are programmed correctly. Customer declined to check for site/set issues or perform the high pressure test. Customer was advised to change the entire infusion set and reservoir, treat and call back if issue persists.